Event description:
During index procedure, the patient had 2 endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the proximal lad. A dissection occurred during the procedure. Approximately three months post index procedure, the patient was rehospitalized due to myocardial infarction (mi). The reported mi was related to the target vessel. The investigator indicated that the reported event was unlikely related to the study device.

Manufacturer narrative:
Lipid lowering drugs, clopidogrel and asa. (B)(4). Evaluation results: inherent risk of procedure (myocardial infarction/dissection).